Manufacturer narrative:
E1-initial reporter phone number: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A 1.50 mm rotalink burr and rotalink advancer w/ tubular drive shaft were selected for use. During the procedure, after inserting into the body, the burr could not move in and out along with the advancer. When pulled out of the body, it was found that the connection between the advancer and the burr was disconnected. The device malfunctioned and the procedure was cancelled. The patient condition following procedure was stable.